Event description:
Intralipids infusing into a central line. A leak was detected in the tubing around 2am. The IV tubing was changed and at 3:30am a leak was found in the new tubing again. The tubing was changed again with different lot number. This is the (B)(4) event related to this lot number.